Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. Clinical diagnosis updated to ins discomfort due to ins migration. Casual relationship to device / therapy.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received stated that the ins was repositioned on (B)(6) 2025. The event outcome was listed as ¿unresolved with no further action planned.¿ it was noted that the relationship of the event to the implant procedure was updated from ¿probable¿ to ¿possible.¿ no further complications were reported or anticipated.

Event description:
A healthcare professional (hcp) reported through a clinical study that the patient reported implantable neurostimulator (ins) discomfort with pressure as of (B)(6) 2025. X-ray imaging was performed and found the ins was slanted. The alleged issue was listed as ¿neurostimulator migration.¿ it was noted that the patient was booked for an ins repositioning procedure in (B)(6) 2025. The issue was deemed to have a ¿probable¿ relationship to the patient¿s implant procedure and was ¿not related¿ to their device or therapy. No further complications were reported or anticipated.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. It was reported that revision surgery was performed on (B)(6) 2025 with a follow-up on (B)(6) 2025 and the patient reported that the ins feels significantly better and the device is working. The x-ray and surgical site appear normal. The event was resolved without sequelae (B)(6) 2025.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.